Event description:
The lay-user/patient contacted lifescan alleging that his one touch ultra meter would not power on. In march 2006, the pt was unable to turn the meter on in order to perform a blood test. At 2:00 pm the same day, the patient developed symptoms of being "dizzy." Since the meter would not power on, the patient drove himself to the hospital an unknown time later. He obtained a reading of "210 mg/dl" using an unidentified meter. The patient was then given insulin (unknown type/dose) and released the same day. The patient verified that he took his prescribed oral medications the day of the event. At the time, he was taking the following oral diabetes medications: "glipizide 5 mg tablets," 1 tablet every morning; and "glyburide 5 mg tablets," 1 tablet 3x/day. He also indicated that he only ate 2 slices of toast and a cup of coffee for breakfast. As a result of the event, he was prescribed sliding-scale "novolin 70/30" insulin. The patient was unable to provide the specifications of the regimen. The patient admitted to the mas that he dropped the meter and after that, the meter stopped turning on. The meter, test strips, and control solution were replaced. This complaint is being reported since the patient was unable to test himself with the meter because of the power issue and ultimately received insulin treatment for hyperglycemia.